Manufacturer narrative:
The reporter's strips were returned for investigation. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer's alleged result of >8.0 inr could have been caused or contributed by covid 19. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 1:56 p.m. The meter result, using an unknown lot number, was >8.0 inr. At 3:02 p.m. The meter result was >8.0 inr. At an unknown time within 4 hours, the laboratory result was 5.2 inr. The patient's therapeutic range is 2.0-3.0 inr and tests monthly or more frequently as needed.